Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01755. This report is being submitted as additional information. Approximate age of device - 5 months. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The reported pump stoppage event was confirmed based on the evaluation of the submitted system controller log files; however, the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the pump stoppage events. Approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed adjacent to the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced a pump stop event. The patient was asymptomatic. A log file was reviewed by the technical service representative and a pump stoppage event was confirmed. In addition, x-rays provided were unremarkable. The technical service team performed a percutaneous lead (driveline) replacement. There were no alarms after the replacement. No additional information was provided

Manufacturer narrative:
Approximate age of device: 5 months. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. Additionally, elevations in pump power were observed in the submitted log file; however, a specific cause could not conclusively be determined. The pump was returned assembled with the driveline (dl) cut approximately 3¿, 10¿, and 13¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached the pump¿s inlet port. The sealed outflow conduit (outflow graft bend relief, outflow graft, and outflow elbow) was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-20137 also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 5¿ from the pump housing. A breach in the yellow wire was observed 4.5¿ from the pump housing. This breach appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of the compromised yellow wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. The heartmate ii lvas patient handbook (document (B)(4), rev. F) was also available at the time of implant. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced a pump stop event. The patient was asymptomatic. A log file was reviewed by the technical service representative and a pump stoppage event was confirmed. In addition, x-rays provided were unremarkable. The technical service team performed a percutaneous lead (driveline) replacement. There were no alarms after the replacement. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was kept higher on the transplant list due to an internal driveline fracture. The patient received a heart transplant on (B)(6) 2018.